Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument would not engage and there was a rattling noise inside. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information: the initial reporter stated that the procedure was completed robotically with a different tenaculum forceps. They further stated that there was no delay, and no fragment fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not engage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have failed mechanical engagement when placed in the system. A review of system log showed 9 errors code 22020 ¿installed tenaculum forceps failed to engage on usm1 (wrist pitch axis failed to engage). The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result of the broken pitch cable. The instrument failed engagement. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.